Event description:
"Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 and later reported that the area of stimulation was not the area of pain. Xray imaging found the implanted leads had migrated away from the target nerve. Surgical revision was performed on (B)(6) 2022 to replace the existing leads and position the replacement leads at the target nerve for pain relief therapy."

Manufacturer narrative:
Patient reports no falls or excessive activity. Lead migration is a known risk of implantable neuromodulation systems.